Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. A photo was provided. Due to the unfocused quality of the photo it cannot be determined if the tip is split or has an aneurysm. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The indicated lens model is not qualified for use with this cartridge. It is unknown if that is the model used for this case. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. Based on the provided photo the cartridge tip appears damaged. Due to the quality of the photo it can't be verified if it is a split or an aneurysm. The root cause may be related to a failure to follow the directions for use (dfu). A non qualified iol was stated. It is unknown if that specific lens was model was used for this case. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a cartridge split down the middle on the topical aspect of cartridge. Additional information has been requested; however, further information has not been received.